Manufacturer narrative:
Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no part/lot number was provided and the device was not returned.

Event description:
This pt is a participant in an ide and experienced this event post approval. Pt status post pdl implantation, received post op evaluations at six (6) weeks, three (3), six (6), twelve (12) and twenty four (24) months. Pt completed evaluation and study in 2004. Pt underwent posterior lumbar instrumentation and fusion for continued pain by surgeon outside the study in 2009; the pdl's were not removed. This is one of three reports for this event.